Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that high threshold was observed. Fluoroscopy showed that the lead appear to be dislodged. The physician decided to explant the lead.